Event description:
It was reported that a review of a remote transmission showed that the lv lead triggered an alert for low left ventricular (lv) lead impedance. Possible high lv threshold was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.